Event description:
It was reported that during a cholecystectomy procedure, the clip fell out when the trigger was gripped. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.